Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. We noticed that connecting tube has signs of wearing, tube was kinked near to connector which resulted into reported leakage.

Event description:
Information received a smiths medical intubation/portex cuff pressure monitoring was leaking when putting air in the medical device. No patient injury occurred.